Event description:
Health care professional reported catheter kinked, increased spasticity. Information via tracking. The device was explanted but not returned to the manufacturer for analysis. The catheter was replaced and the patient is doing well.